Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance; however, as the device was not returned for analysis this cannot be confirmed. Additionally, it is possible manipulation of the compromised device resulted in the reported peeled / delaminated; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery lesion with 70% stenosis. A ht bmw universal ii 190 cm guide wire was used in the procedure; however, the coating on the core was peeling off, resulting in the balloon and stent being difficult to remove from the guide wire. An additional bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.